Event description:
Device was inserted with minimal force on the t-fasteners and not pulled tight until abdomen was decompressed. After about 20 minutes, 2 t-fasteners had fallen out. The next day, 2 others had fallen out. Then the balloon was found to be deflated despite taping over port. Required re-exploration to sew over gastrostomy and place an open tube. One pt involved.